Event description:
Reporter initially noted system displayed an error message during phaco, then shut down completely; no pt injury. System was changed out to complete case. Additional info received 2003 indicated there had been a posterior capsule tear; anterior vitrectomy performed and iol implanted. Customer noted cause of pt event was unknown; felt there was no pt injury.